Event description:
The equipment malfunction during the procedure. Resume of surgery after the alternative was arranged . Procedure was extended 120 minutes. Additional information: the surgery was completed with the competitors device . Associated medwatch #: 1221934-2015-00738, 1221934-2015-00739, 1221934-2015-00740.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.